Event description:
A discordant advia centaur troponin ultra result was obtained on a patient sample. The result was reported to the physician. The sample was retested in duplicate on another advia centaur and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens healthcare fields service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to the malfunction of the wash probe guide and pinch valve tubing. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.